Event description:
Overdelivery reported: the pump was programmed to infuse pitocin at 6.0ml/hr. It was reported that upon initiating therapy, the pump delivered a 6.0ml bolus delivery. The physician was notified and the pitocin drip was held for 45 minutes to an hour. There was no reported maternal or fetal harm. There were no changes to the fetal heart rate after the reported event. According to the customer contact, "after the pitocin was resumed, labor continued without further reported event to completion with delivery". The pt and pt's baby have been discharged to home. Though requested, there was no add'l info available.